Manufacturer narrative:
Product complaint # (B)(4). Additional narrative: this report is for an unknown nail head elements: fns antirotation/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2022, the patient underwent the open reduction internal fixation with the fns for the fracture of the femoral neck. After insertion of the bolt, the surgeon inserted the plate and the locking screw. When the drill bit in question for the antirotation-screw was inserted the same length as the bolt; however, the length was too short, so that the surgeon extended the fixation sleeve with 5 mm and drilled. It was the proper length, so that the surgeon inserted the antiroatation-screw 5mm longer than the bolt. However, the antirotation-screw went well beyond the drilled position and was inserted just below the subperiosteal cartilage. Therefore, the surgeon used another antirotation-screw to the length of the bolt. The surgery was complete successfully within 30 minutes delay. It was confirmed that the length scale of the fixation sleeve was correct, and the drill bit was not broken. It was also confirmed that there was only 5 mm difference in the length of antirotation-screw between the two antirotation-screws. No further information is available. This complaint involves one(1) device unk nail head elements: fns antirotation. This is report 1 of 1 for complaint (B)(4).